Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler set is not available to return.